Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not reported. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device with a 6fr sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, the femoral artery could not be sutured with the proglide device. The foot could not be retracted and was extracted without any damage to the artery. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The lever had been closed and the foot had been retracted into the guide. The lever was opened and the foot was deployed. The foot was fully retracted into the guide via closing the lever. The reported foot retraction problem, difficulty to remove and device operates differently than expected were not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report additional information received states: the foot was removed in the open position and there was difficulty removing the proglide device from the patient anatomy.